Manufacturer narrative:
(B)(4).

Event description:
Procedure type: transplant. According to the reporter: after completion of the venous anastomosis, the suture broke mid suture line and caused dehiscence of anastomosis and excess blood loss. Both sides of vein were clamped for over 30 minutes while anastomosis was re-sutured with another suture. Over 500ccs of blood loss occurred.